Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple loss of prime warnings observed in the pump's black box. The pump was exercised for 24 hours with no prime issue. The pump's force sensor calibration failed. The force sensor was removed and the resistance value was found to be within specifications. Unrelated to the initial allegation, the battery compartment was cracked.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.